Event description:
Pt was in cath lab for a procedure. Scrub assistant noticed hub of balloon was cracked. Md was advised and decided to pull cutting balloon catheter out. Pt then became symptomatic-chest pain, st elevation. Attempt to pull catheter out resulted in tip of balloon breaking off. Pt had mi and expired.